Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 600 mg/dl. The customer stated that she changed the infusion set on the morning prior to the event and experienced high blood glucose levels all day. The customer stated that the cannula was bent when the infusion set was removed at the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.